Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: "the wire guide was advanced into right intrahepatic billiary duct via papilla. Then, zimmon biliary stent was attempted to advance over the wire guide, however the wire guide would not pass through due to kink. The same rpn of another stent was used instead to complete the procedure. There have been no adverse effect to the patient reported". Additional information from the physician highlighted the following concern: " I use the straightener with care, however there are many case that the pigtail got kinked these days. Please make an improvement not to kink". (Note: a boston scientific /jagwire 0.035 inch wire guide was used). 1 x zebd-7-7 of lot # c1375446 was returned to cirl for evaluation. A lab evaluation was held on 5th january 2018. During the lab evaluation a 0.035 inch wire guide could not pass porthole 5. The stent was found to be kinked at porthole 5 from the ductal end. There was no other defects observed. There was no side or back wall damage. A definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. However, a possible cause of this complaint is that the stent possibly kinked while straightening the pigtails with the pigtail straightener . A precaution included in instructions for use, ifu0045-6 states "care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent." The complaint is confirmed as the failure was verified in the laboratory. The stent was found to be kinked and a wire guide could not pass through it. A review of the manufacturing records for the device did not reveal any discrepancy related to the complaint issue. There is no evidence to suggest that this issue affects the entire lot #; upon review of complaints this failure mode has not occurred previously with this lot #. Prior to distribution, all zebd devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per fqc, there is 100% inspection on all stents for kinks and a check that the appropriate size wire guide moves smoothly and freely when inserted into both ends of the stent. There is also a visual inspection of the product and packaging at packaging, packaging qc, and post sterile "complete a 100% visual inspection of the packaged unit (tyvek pouched) while held at a comfortable arm¿s length from the unaided eye at normal lighting conditions." It may be noted that according to the instructions for use, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. The complaint is confirmed as the failure was verified in the laboratory. The stent was found to be kinked and a wire guide could not pass through it. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: 'stent kinked/bent¿. The wire guide was advanced into right intrahepatic biliary duct via papilla. Then, zimmon biliary stent was attempted to advance over the wire guide, however the wire guide would not pass through due to kink. The same rpn of another stent was used instead to complete the procedure. There have been no adverse effect to the patient reported.